Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a breach in aseptic technique occurred which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as poor sanitation. It was not reported if the patient was hospitalized for the peritonitis event. Treatment for the event was unknown. The patient was not recovered from the peritonitis and dianeal therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. Additional information was requested, but is not available at this time.